Manufacturer narrative:
(B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿primary and revision tha using a stemless metaphyseal-loading implant above distorted proximal femoral anatomy¿ by peter s. Young, et al, published by hip international (2012), pp. 40-45, doi: 10.5301/hip.2012.10425, was reviewed. The authors present seven patients with distorted proximal femoral anatomy or failed hip arthroplasty in whom a short, metaphyseal loading implant was utilized. Case 1-case 6 were reports of successful primary thas with no patient consequences and will not be included in this complaint. This complaint will capture case 7. There is insufficient information provided to determine the manufacturer of the cups, heads, and liners used in case 7. (B)(6) male implanted with a charnley femoral stem. Charnley stem was revised to a solution calcar stem 5 years after index tha due to aseptic loosening. Several years later, the patient presented with severe pain secondary to a fracture of the solution calcar stem. The fractured stem was revised to a proxima metaphyseal femoral stem. The patient had a good out come with no complications at final follow-up. Captured in this complaint: charnley femoral stem: implant loosening. Solution calcar stem: implant fracture post-op. Patient harms: pain, surgical intervention, medical device removal, inadequate osseointegration. "